Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, (10mg/ml at 0.5mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a loss of therapy. Increased pain unresponsive to dose escalations. There were no known environmental, external or patient fac tors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was pump log interrogation, dose increases and catheter aspiration unsuccessful. The actions and interventions taken to resolve the issue was the catheter was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.